Event description:
It was reported that: incident occured on (B)(6) 2022. Whilst removing the bag containing the vesicle using the trocar, the sheath coating of the wire separated over approximately 5 cm. Additional information indicates: it was by pulling on the wire of the bag to remove the bag containing the specimen that the sheath of the wire separated by 5cm. We quickly got all the parts, wire, sheath bag easily and with success. Regarding the patient's clinical consequences, no oother procedure was needed for him.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacturing of the complained lot. The reported defect cannot be confirmed because the complained device was not returned for investigation. The root cause was not determined as "undetermined/unknown". As the root cause of this complaint was determined undetermined/unknown, no corrective/preventive actions in production are deemed necessary to introduce.

Event description:
It was reported that: incident occured on (B)(6) 2022. Whilst removing the bag containing the vesicle using the trocar, the sheath coating of the wire separated over approximately 5 cm. Additional information indicates: it was by pulling on the wire of the bag to remove the bag containing the specimen that the sheath of the wire separated by 5cm. We quickly got all the parts, wire, sheath bag easily and with success. Regarding the patient's clinical consequences, no oother procedure was needed for him.